Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal fell out when the delivery system was pulled out from the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned with the loading device. The tension spring assembly, seal and anchor tab were inside the loading device. The slide lock was unlocked and the plunger was partially depressed. The following measurements were taken: the inner delivery tube diameter, the outer diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for "failure to load". The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.